Manufacturer narrative:
Product event summary: four batteries and two controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via functional testing. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to an internal intermittent connection which was creating a voltage drop. Analysis of (B)(4) revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a superficial tear in the battery cable and extremely high values for max error and cycle count. This observation is considered not related to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the reported event can be attributed to two controller ac adapters with an intermittent op en connection. This was most likely caused by wear on the strain relief as a result of excessive bending. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30, UDI #: asku, return date: 2015-07-01, mfg date: 2014-09-01, (B)(4). Heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30, UDI# : asku, return date: 2015-07-01, mfg date: 2014-09-01, (B)(4). Heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2015-09-30, UDI #: asku, return date: 2015-07-01, mfg date: 2014-09-01, (B)(4). Heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / (B)(4) / model #: 1430ca / expiration date: 2015-03-01, UDI #: asku, return date: 2015-07-01, mfg date: 2014-03-01, (B)(4). Heartware ventricular assist system ¿ controller ac adapter, controller ac adapter / (B)(4) / model #: 1430ca / expiration date: 2015-04-01 UDI #: asku, return date: 2015-07-01, mfg date: 2014-04-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the batteries and controller ac adapters were connected to the controller, they would not provide power. The batteries and controller ac adapters were replaced. No patient complications have been reported as a result of this event.